Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) has a faulty upper display. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information: event site contact person details: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) resolved the issue by replacing assy, display top lcd rohs and assembly, tether. Fse then performed full pm and tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing department inspected an assembly tether and observed that tether fail to retract and being broken/damaged. No further test can be done due to the tether being broken/damaged. Retaining the assembly tether in the fat per procedure. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The failure analysis and testing department received a assy upper dsp mon to lcd, with a reported of a ¿faulty upper display¿. Performed visual inspection of the assy upper dsp mon to lcd per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed into the iabp cardiosave test fixture. Performed and tested (15 minutes) in accordance with the cardiosave service manual. Found that all functions were normal. The tests did not trigger the reported problem of the ¿faulty upper display¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the assy upper dsp mon to lcd to the supplier for failure analysis. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received a display, with a report of a ¿faulty display¿. Performed visual inspection of the display per the cardiosave service manual and found no visual damage. Installed into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested (15 minutes) in accordance with the cardiosave service manual, in an attempt to recreate the reported problem. The test was able to trigger the reported problem of the ¿faulty display¿, screen is complete black out, no color or picture display, looks like the display is burned. The failure analysis and testing department was able to replicate the failure experienced by the customer. Display will be sent to the supplier for failure analysis per procedure. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. As per the technician of the maquet failure analysis and testing dept. (Fat) parts are no longer able to be tested by the supplier. Investigation is complete. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.